Manufacturer narrative:
The device will not be returned for evaluation, however, photographic evidence has been provided. Root cause cannot be determined, however, based upon photos; a possible cause of this event could be excessive force. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 139104ext, accessory electrode coated blade with extended insulation, was being used during a breast surgery, reduction, removal of implants procedure on (B)(6) 2026 when it was reported, ¿we had an incident where an electrode sheath came off in an open wound, luckily it was retrieved.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without any report of delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 139104ext, accessory electrode coated blade with extended insulation, was being used during a breast surgery, reduction, removal of implants procedure on (B)(6) 2026 when it was reported, ¿we had an incident where an electrode sheath came off in an open wound, luckily it was retrieved.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without any report of delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.